Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the device was difficult to remove. The physician attempted to remove the device per the instructions for use, but was unsuccessful. The patient was taken to surgery and a cut-down procedure was performed to remove the device and hemostasis was achieved with a "purse string" stitch. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.